Manufacturer narrative:
(B)(4). Cell-dyn sapphire analyzer, list# 8h00-01, serial # (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The abbott field service engineer observed that the cell-dyn sapphire vent needle failed to pass freely through the sapphire vent head assembly at the customer's facility. The issue was resolved with the vent head assembly replacement. There was no impact to patient management.